Manufacturer narrative:
Investigation: DHR of lot 8089378 was reviewed and no qn found inspected 7pcs retention parts angle and appearance, all results passed; based on the results of returned samples reviewed, we found the critical damage mark on the top of adhesive bead, and the obviously deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force; incoming inspection report of the cannula which used for this lot, and all test results(stiffness/ resistance to breakage) meet the specification. Base on investigation above, the complaint is not manufacture issue."

Event description:
It was reported that the pen needle 31gx5mm 7 pack broke off in the patient after the injection of a "growth hormone", and an x-ray examination was performed at the hospital confirming the broken needle piece had remained in the body. Doctors reported that the needle was "too thin" and the operation would be "difficult", thus the needle "has not been taken out so far". No further information has been received regarding the status of the patient. As reported by the customer, translated from chinese to english, "after injiection,patient feels pain,parent found the needle broken.then the x-ray confirmed the broken needle in body."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31gx5mm 7 pack broke off in the patient after the injection of a "growth hormone", and an x-ray examination was performed at the hospital confirming the broken needle piece had remained in the body. Doctors reported that the needle was "too thin" and the operation would be "difficult", thus the needle "has not been taken out so far". No further information has been received regarding the status of the patient. As reported by the customer, translated from chinese to english, "after injection, patient feels pain,parent found the needle broken. Then the x-ray confirmed the broken needle in body."